Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that two of the four programs did not work and she was angry because she spend 45 minutes in a waiting room while a manufacturer representative was getting assistance trying to program around it. Therapy did not work and the patient had the device removed in 2014 because the device did not work. No potential event cause or outcome was reported regarding this event. Further follow-up was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient never had therapeutic effect. Since having the implantable neurostimulator (ins), it had ¿not worked for her¿ up until the beginning of the week. It was stated that it was ¿working a little,¿ but not so well at night. The patient symptoms were returning. A pain in the rectum area when sitting down was noted. It was also noted the patient was upset because they were not able to do an MRI with the ins. It was later reported that a patient never had therapeutic effect and symptoms included loss of bladder control. It was noted that the symptoms occurred following an implant and the patient was ¿leaking like a sieve at night.¿ the reporter stated that the patient couldn¿t wear a ¿dittie¿ at night anymore because she was getting sores and the patient could barely make it to the bathroom. It was reported that a patient saw a manufacturer representative who helped her switch from program 1 to program 2 two days prior to the report. It was noted that the day of the report the patient experienced excruciating pain from her rectum to her stomach on program 2 and she hadn¿t tried turning it off to see if the pain stopped. Even when she turned it down to 1 she still felt pain. It was reported that the pain lasted for 45 seconds to 1 minute and now the pain had gone away. The patient¿s backside hurt ¿almost all the time¿ on programs 1 and 2 and the patient thought that she hadn¿t seen her healthcare provider since she had the implantable neurostimulator (ins) put in. It was noted that the patient had had an EKG, MRI, and mammogram for a surgery she was having on her toes. It was also noted that the patient was dyslexic. The patient was currently on program 2 at 5.7 volts and stimulation was on. It was reported that the patient declined to turn stimulation off as the pain was no longer there. It was noted that the patient¿s healthcare provider told her it was fine to switch to another program. The patient changed to program 3 at 5.3 volts and was feeling stimulation high up in the buttock region and not in the bicycle seat area. On program 4, the patient increased stimulation until she reached the upper limit and she was not feeling any stimulation sensation. It was noted that the patient changed the setting back to program 2 at 5.7 volts and she planned to keep it there until she spoke to her healthcare provider. It was later reported that the patient never had therapeutic effect and there was a lack of stimulation and efficacy since the implant in september. It was noted that an impedance check was done and electrode combination 0 and 3 was below 50 ohms and at 73 milliamps. It was reported that they tried to do a standard program 1 and 4 which used both electrodes and other combinations of electrodes did provide stimulation. It was noted that a nurse at the clinic did impedances and the 1 and 2 electrode combination showed lower than 50 ohms. The reporter stated that the patient felt something around the pocket site when using one of the programs 1 and 4. It was noted that impedances were previously run at 2.0 volts, 210 pulse width and the values were higher. Two days later, it was reported that the only diagnostics performed were impedances and it appeared that the electrode combination of 0 and 3 was outside of the satisfactory impedance limits. It was noted that there would be follow up in six weeks after the patient¿s foot surgery and the issue had been resolved ¿for the time being.¿ it was reported that the patient felt stimulation in her bicycle seat at 3.7 on negative 1, negative 2, case positive. It was reported that ¿the thing wasn¿t working right¿ and the implant wasn¿t working correctly. It was noted that the patient saw a manufacturer representative and nurse and they found out that ¿two things were not working.¿ the reporter stated that they ¿could get it working somewhat without turning it off completely¿ because the patient was having foot surgery. It was reported that the patient didn¿t want to have stimulation turned off completely to go through ¿some test¿ after what she had gone through with the ¿thing not working correctly.¿ it was noted that the device was reprogrammed and the patient assumed ¿it would be worse without¿ the reprogramming.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09nay, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).